Event description:
The international customer reported they were unable to silence the primary audible alarm when it alarmed with a check vent alarm led failed reference; the ventilator was removed from the patient and replaced with a different unit. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient gender, age and weight were provided.

Event description:
The international customer reported they were unable to silence the primary audible alarm when it alarmed with a check vent alarm led failed reference ; the ventilator was removed from the patient and replaced with a different unit. There was no patient harm.